Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 09:05:51. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The event log for this therapy was not available and a cause cannot be determined from the available information. Seven bypasses were recorded during the therapy, but it is unknown what steps were bypassed in the therapy. If any additional information is received, a follow-up will be sent.